Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operative right colectomy open procedure, the patient had a leak at the anastomosis 14 days post-op. Leak managed with nothing by mouth, antibiotics and total parenteral nutrition was done to resolve the issue.